Event description:
Information received by medtronic indicated that the customer reported a power loss alarm. Troubleshooting was performed and found that the customer was able to clear the alarm and rewind the pump. The battery was securely fastened and the battery slot was aligned horizontally with the pump, however, the customer received a power loss alarm. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and revert to the backup plan as per health care professional instructions. The pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
S/w version = 4.11e. Retainer ring = black. Case type = ngp. Customer returned pump for an alleged unexpected battery power loss on (B)(6) 2023. Pump passed displacement test. Pump failed self test due to not vibrating cause by moisture damage on the harness assembly vibrator. Pump failed active current measurement and sleep current measurement due to high current caused by moisture damage on the electronic assembly. Pump successfully downloaded to thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing. Verified the pump alarmed pump error 53 in pump downloaded history on (B)(6) 2023 at 19:50:18.000 with line number = 5632 and file number = 2005 due to a software anomaly. The pump downloaded history confirmed the pump alarmed low battery alert on (B)(6) 2023 at 10:07:00.000, power loss alarm on (B)(6) 2023 at 08:16:47.000, replace battery alert on (B)(6)2023 at 20:14:00.000. Pump was cut open to perform visual inspection and moisture damage was noted on pcba 1, pcba 2, motor, harness assembly vibrator and force sensor. The following were noted during visual inspection: corroded battery tube, battery cap contact missing, pillowing keypad overlay, keypad overlay texture damage and cracked select button keypad overlay. Unexpected battery power loss confirmed due to moisture damage on the electronic assembly. Pump error 53 was confirmed due to a software anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.